Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('ultrasound revealed that the coil in her left fallopian tube was missing') and pregnancy with contraceptive device ('plaintiff became pregnant two years after implantation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016. Concomitant products included ketorolac tromethamine (toradol) and lidocaine. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/ increasingly severe pain"), pelvic discomfort ("discomfort"), abdominal pain ("severe abdominal pain") and mood swings ("mood swings"). At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, abdominal pain and mood swings had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, device dislocation, mood swings, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Device insertion date (B)(6) 2013 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: results: coils properly placed. Ultrasound scan - in 2016: results: missing coil in left fallopian tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-may-2021: medical record received: reporter information and concomitant medication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.